Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having rev psf-pelvis spinal fusion t10-pelvis spinal therapy. It was reported that the driver tip completely sheared off due to insertional torque and was stuck in screw tulip. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
B5: updated h3: product analysis for part # 25100401; lot # ct17c002 visual and optical inspection revealed the entire torx tip has been sheared off consistent with interface during usage. Optical examination of the fracture surface at the base of the driver tip identified a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from manufacturer representative that the therapy involved is rev psf-pelvis spinal fusion t10-pelvis.